Manufacturer narrative:
On (B)(6) 2022, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. Additionally, the patient developed capsular contracture as well as symptoms of generalized illness. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the posterior view. In addition, a tear was noted within the crease/fold measuring approximately 12.3 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Mentor concluded that the capsular contracture in the patient's breast was the result of the body's individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: surgical intervention to remove knots on left breast. Bilateral explantation to treat bilateral capsular contracture and generalized illness. (B)(4). Explantation month, day, and year: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a primary breast augmentation procedure with mentor memorygel breast implant 450cc gel breast prostheses developed issues on the left side of her body. Her left arm was numb and she developed shooting pains in her left breast. Additionally, the patient developed an abscess underneath her left breast near the incision site. The patient underwent a surgical intervention to remove knots on her left breast. Additionally, the patient suffered several unexplained systemic symptoms, including fatigue. Lastly, the patient developed bilateral capsular contracture post implantation (baker grade IV in left breast, baker grade iii in right breast). No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient is scheduled to undergo bilateral explantation on (B)(6) 2022. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
On 18-jan-2022, mentor received additional information about the event. Rupture of the right breast prosthesis was discovered during explant surgery. This is the report for the patient¿s right breast prosthesis. H6 medical device problem code has been updated to a0412 ¿material rupture¿ and block b1 ¿is product problem¿ has been checked. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a primary breast augmentation procedure with mentor memorygel breast implant 450cc gel breast prostheses developed issues on the left side of her body. Her left arm was numb and she developed shooting pains in her left breast. Additionally, the patient developed an abscess underneath her left breast near the incision site. The patient underwent a surgical intervention to remove knots on her left breast. Additionally, the patient suffered several unexplained systemic symptoms, including fatigue. Lastly, the patient developed bilateral capsular contracture post implantation (baker grade IV in left breast, baker grade iii in right breast). No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient is scheduled to undergo bilateral explantation on (B)(6) 2022. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: surgical intervention to remove knots on left breast. Bilateral explantation to treat bilateral capsular contracture and generalized illness. (B)(4). Explantation month, day, and year: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor received additional information about the event. - during explant surgery, gel bleed was observed on the removed left breast prosthesis. This report is for the patient¿s right breast prosthesis. - the patient had her explanted breast prostheses replaced with mentor memorygel breast implant 600cc gel breast prostheses on (B)(6) 2022. On (B)(6) 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).